Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed, and no signs of fluid intrusions were observed in the tubing area. A test run was performed, and flow in the drip chamber and test container were observed. A flow accuracy test was performed, and the flow accuracy was found to be within the product specifications. A service history review was performed and revealed that the device has no previous service events in the past year; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). G1: device manufacturer address 1: northern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to start the infusion and did not alarm. The event was further described as "pump not alarming, however, no noted drops occurring in drip chamber". This was observed during delivery of antibiotic treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.